Event description:
The patient reportedly was experiencing external headpiece retention prblems, despite previous skin flap reduction surgery. The patient continued to be monitored by the center for headpiece retention. In 2006 the patient had surgery to suction fat tissue at the skin flap site.